Manufacturer narrative:
A1 corrected from "multiple" to "(B)(6)".

Manufacturer narrative:
A1 corrected from "unknown" to "multiple". Investigation into this complaint included a customer data review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: retain / file sample evaluation: the reported product alinity m resp-4-plex amp kit (list 09n79-090) lot# 384133 was tested by the technical product support (tps) team. The master lot release testing was performed by tps with additional 3x limit of detection (lod) panels. Based on data evaluation, all replicates of reference positive control were detected with robust target CT against the lot assigned concentration and max ration (mr) profile. Additionally, all 3x lod panels were detected for all four analytes (sars-cov-2, flu a, flu b, and rsv). Pcr amplification curves did not exhibit any variation when compared with the same lot of amp tray and different lysis lots during qc testing. Moreover, no impact was observed on the internal control across the sample type. As a result, no product deficiency was identified for alinity m resp-4-plex amp kit (list 09n79-090) lot 384133. Customer data review: per ticket notes, the field service engineers (fses) were on-site and determined the amplification curves were caused from a combination of the initial spike in fluorescence and the presence of bubbles in the reaction vessel (rv) during master mix (mmx). There were no mechanical failures identified as this was an isolated event. It is recommended that these samples be re-processed. In addition, internal testing data for lot 384133 suggest no product deficiency for the reported lot as no error code nor non-sigmoidal curve was identified. While the likely cause of these noisy curves was due to rv bubbles, as per fse, it cannot be assumed to be the definitive cause as many factors may contribute to the presence of noisy curves. As the customer used two different platforms to retest their discrepant samples, different platforms may have different limits of detection (lod) therefore, the results may not be 100% reproducible. Quality data review: device history record / batch record review review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot# 384133 (including the components) did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex kit (list 09n79-090) lot 384133 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot# 384133 or component lot# 3841331. Complaint history review: the complaint history review was completed to identify additional complaints related to discrepant results (false positive) for the alinity m resp-4-plex amp kit (list 09n79-090) lot # 384133. According to complaint trending, a trend violation was not identified, as the upper control limit was not exceeded for product 09n79. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 384133 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be initiated. This incident is being reported to FDA because the incident occurred in australia using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval. Additional MDR for additional false positive result: 3005248192-2023-00202.

Event description:
The customer reported 2 false positive results for the rsv target on the alinity m resp-4-plex amp kit. The first sample ID (sid) (B)(6) and the repeat sample (sid (B)(6)) were run on (B)(6) 2023. The second sample sid (B)(6) and the repeat sample (sid (B)(6)) were run on (B)(6) 2023. Sid (B)(6) showed a small amplification resembling a step up noise at a high fluorescence of 110 with a cycle threshold (CT) of 30.31 with a max ratio (mr) of 0.116. While the repeat of the sample (sid (B)(6)) showed no amplification at the target channel for rsv. Sid (B)(6) was tested on another platform with the results giving them negative on all 4 targets. Sid (B)(6) had a downward trend of the fluorescence signal with an appearance of a step up noise with a CT of 26.61 and a mr of 0.116. While the repeat sample (sid (B)(6)) showed an initial hump in its early signal amplification. Sid (B)(6) was tested on another platform twice with the results being negative. Furthermore, a fresh sample was obtained from the patient and tested on another platform and determined to be negative again. There was no any impact to patient management. The repeated negative results with the other platforms were released outside of the laboratory. Additional reported result will be reported in additional MDR.